Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Caregiver reported the customer (child of 3 years) received a sensor scan result of 103 mg/dl compared to a reading of 50 mg/dl obtained on a competitor brand device. Customer experienced symptoms described as shaking, sweating, and cold, and was treated with 3 packets of sugar by her mother. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Caregiver reported the customer (child of 3 years) received a sensor scan result of 103 mg/dl compared to a reading of 50 mg/dl obtained on a competitor brand device. Customer experienced symptoms described as shaking, sweating, and cold, and was treated with 3 packets of sugar by her mother. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. The sensor (B)(4) has been returned and investigated. A visual inspection performed on the returned sensor; no issues were observed. The sensor plug was returned and seated in mount. The data was extracted from the retuned sensor using an approved software. A sensor found to be in sensor state 5 (indication of normal sensor state). Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Caregiver reported the customer ((B)(6)) received a sensor scan result of 103 mg/dl compared to a reading of 50 mg/dl obtained on a competitor brand device. Customer experienced symptoms described as shaking, sweating, and cold, and was treated with 3 packets of sugar by her mother. No further treatment was reported. There was no report of death or permanent impairment associated with this event.